Event description:
It was reported that pump displayed malfunction alarm malf 0, then shut down and could not be turned on again, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, provided instructions for putting pump into storage mode before return, and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.